Event description:
It was reported that the customer's blood glucose went from 113mg/dl to 350mg/dl, and then to 550mg/dl during breakfast. It was stated that the bolus history showed several boluses were delivered in one day. The customer was feeling normal and uses the stomach and hips as insertion site. The displacement test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.